Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic incisional hernia when the surgeon was trying to fixate the mesh to the wall after it was placed, the surgeon opened two handles and both failed. The surgeon heard a loud crunching sound and it seemed to double fire and not purchase. One tack would deploy but not fixate while the other was resting outside of the reload and would not deploy. Each time the surgeon fired, two tacks were visible. A third device was opened and the case was continued. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device noted the timing was disengaged. No device loading unit (dlu) were received. The handle could be actuated, and the unit cycled properly with no dlu attached. Additionally, the articulation knob functioned properly. A test dlu could not be loaded due to the disrupted timing of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition could be due to excessive manipulation or to improper loading of the dlu. However, since no dlu were received, it cannot be determined if the disrupted timing is a result of improper loading of a dlu. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.